Event description:
It was reported that the implantable pulse generator (ipg) was at end of service (eos) and could not be interrogated. There was concern that the device battery depleted at such a fast rate in the last few months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 500fa25 mechanical valve, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device experienced a power on reset (por) which was the result of a depleted battery.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.